Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes successfully completed. The patient was stable and asymptomatic.